Event description:
Staff was unable to flush or aspirate either port of the pt's PICC line. Staff was unable to attain venous access. The lab draw for the pt and IV lasix for the pt was postponed. A physician was consulted for a central line insertion. Pt to undergo central line insertion. Dates of use: 2009. Diagnosis or reason for use: dressler's syndrome.